Event description:
Boston scientific received information that this right atrial (ra) lead was damaged in the electrode end and dislodged. This lead was explanted and was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on dislodgement was not confirmed during visual inspection. There was no sign of damage or defect of the tip that would lead to dislodgement. Moreover, the allegation on the physical damage in the electrode end was confirmed. The inner coil to terminal pin weld was confirmed to be fractured at the distal end of the terminal pin. The fracture showed that the coiled filars were constricted and deformed and appears to be the result of over- torque applied to the terminal pin during helix mechanism.